Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated he was implanted on (B)(6) 2024. Patient stated he does not have a follow up appointment with his healthcare provider until (B)(6) 2024 patient stated sometimes it feels like it is working but a lot of times it does not seem to be doing anything. Patient reported he is trying to charge the implanted neurostimulators battery and he is getting two different batteries and he isn't sure which battery is for which. Patient services (pss) reviewed that pt should contact the hcp for authorization to charge the ins. Pss reviewed recharging steps patient verified the controller is 100% and the implant is in the orange pt stated he is seeing excellent charge quality. Patient service specialist asked patient if he has had his incision area checked since implant patient stated no patient verified, he is able to connect to charge his implant. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient reporting that the patient wasn¿t sure how many leads were in there. They stated that it works for their hips and legs, but it wasn¿t doing anything for their back. The lead shut off, they turn some on and it was a work in progress. The patient stated that their next step was going back to the doctor that put it in. It was not working the way it should have, question it was working for their legs and hips, but doing nothing for their back. The patient hopes they can resolve as it was doing nothing for their back and that was the reason for having it done. They stated that it should be working down their back. They are still dealing with back pain so they were hoping to get answers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that it works if they get the lead "set right."